Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject was admitted following standard of care right heart catherization for volume overload ( elevated biventricular filling pressures). The patient started on dobutamine (B)(6) 2020 through (B)(6) 2020 and underwent lhc, arteriogram, and tte to determine if there was a lvad dysfunction. The patient was admitted to the or and the surgeon found the outflow tract to be twisted. Pump exchange was not required. No further information was provided.

Manufacturer narrative:
Section h9: additional information. Section d7: device was never explanted. Manufacturer's investigation conclusion: evaluation of the submitted image was inconclusive for a potential outflow graft twist. A direct correlation between the reported events (right heart failure, low cardiac output, twisted outflow graft) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient was admitted following a standard care right heart catheterization for volume overload (elevated biventricular filling pressures), with low cardiac output. No alarms were reported at this time. It was reported that the patient experienced right heart failure that was possibly related to the device. The patient was on a dobutamine IV from (B)(6) 2020 through (B)(6) 2020. The patient experienced cardiogenic shock. After repeat rhc, tte, angiogram, and lhc, it was found that the patient had an outflow obstruction and was scheduled for a pump exchange. It was later reported that, when in the operating room on (B)(6) 2020, the patient was found to have a twisted outflow tract which was corrected. The pump was not exchanged. An x-ray image was later submitted for evaluation. This was reportedly the only imaging that the patient had prior to surgery. The submitted x-ray image was inconclusive for an obstruction to the outflow graft. The outflow graft and outflow graft bend relief were not well visualized, therefore, the reported outflow graft twist could not be confirmed through this evaluation. The submitted system controller event log file contains data from (B)(6) 2020 at 06:04pm through (B)(6) 2020 at 10:47am. Calculated average flow ranged from 3.9-4.8 lpm for the duration of the file. No atypical alarms were captured. The pump speed did not drop below the low speed limit for the duration of the file. No abnormal trends in pump parameters were observed in any of the submitted log files. The reported low cardiac output could not be confirmed through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) ((B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.